Event description:
Caller reported that the touchscreen of the pump was cracked and shattered, making it impossible to safely lift the edge of the screen protector, although they could still interact with the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement pump with updated software, and the customer was advised to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Instructions for returning the damaged pump, including placing it in storage mode, were provided, and the customer acknowledged and understood these instructions.